Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed for depleted battery. No adverse effects were reported.

Event description:
Additional information provided that the event occured duing routine testing.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. The motor was activated, and the device went into error 1871. The device history review also displayed battery depleted alarms. It's recommended to replace the motor to resolve the issue.